Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. Two weeks after the explant of the impella, the team informed the field rep of a concern for hemolysis. No further information was provided.

Manufacturer narrative:
The investigation for the reported hemolysis issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was most likely patient condition related since the hemolysis was not attributed to impella. This report is being filed as part of a retrospective review of historical records.